Manufacturer narrative:
Concomitant medical products: product ID 8709sc lot# n276879001 implanted: (B)(6) 2011 explanted: (B)(6) 2022, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving fentanyl (1500 mcg/ml at 100 mcg/day) and clonidine (125 mcg/ml at 8.34 mcg/day) via an implantable pump for unknown indications for use. It was reported that the patient was scheduled for routine pump replacement today due to the elective replacement indicator (eri) being less than two months away. The healthcare provider (hcp) normally replaces pumps at this time to prevent abrupt motor stall. The patient was taken to the operating room and placed in a supine position. Under fluoroscopic guidance, the hcp attempted to aspirate the catheter, but did not get adequate return of cerebrospinal fluid (csf). Given the age of the current catheter (11 years old), the hcp decided to replace the catheter in its entirety. The hcp opened up the lumbar spine incision and dissected down to the existing catheter. The spinal segment of the catheter was cut and tied off. Because the obstruction was in the spinal segment of the old catheter, it was abandoned within the patient. A new 8780 catheter was placed at the t10 level. The catheter was tunneled to the existing pump pocket and connected to the new pump. The hcp performed one final catheter aspiration and had ample return of csf. The cause of the obstruction and length of time of the obstruction was unknown, so the drug concentrations and dosing were reduced to prevent symptoms of toxicity/overdose. The event was resolved.